Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bartholin's cyst removal and polycystic ovarian syndrome. Concurrent conditions included seasonal allergic rhinitis, abdominal pain lower, ache, adenomyosis, hyperplasia endometrial, cervicitis and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (provera) until (B)(6) 2015 for bleeding genital and dienogest;estradiol valerate (natazia) from (B)(6) 2013 to (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, tubal ligation, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2012, (B)(6) 2013. Patient received treatment for menorrhagia (heavy menstrual bleeding). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 18-apr-2013: essure device was successfully occluded. A normal uterine contour was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain in female, depression, anxiety, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event abnormal bleeding (vaginal) was updated as recovered resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bartholin's cyst removal and polycystic ovarian syndrome. Concurrent conditions included seasonal allergic rhinitis, abdominal pain lower, ache, adenomyosis, hyperplasia endometrial, cervicitis and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (provera) until (B)(6) 2015 for bleeding genital and dienogest;estradiol valerate (natazia) from (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, tubal ligation, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2012, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. A normal uterine contour was seen. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain in female, depression, anxiety, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bartholin's cyst removal and polycystic ovarian syndrome. Concurrent conditions included seasonal allergic rhinitis, abdominal pain lower, ache, adenomyosis, hyperplasia endometrial, cervicitis and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone acetate (provera) until (B)(6) 2015 for bleeding genital and dienogest;estradiol valerate (natazia) from (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), depression ("psychological or psychiatric problems condition: depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/ psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, tubal ligation, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and menorrhagia had resolved and the vaginal haemorrhage, depression, anxiety and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6) 2012, (B)(6) 2013. Patient received treatment for menorrhagia (heavy menstrual bleeding) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. A normal uterine contour was seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain in female, depression, anxiety, abnormal bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Reporter information updated. New event: abdominal pain added. Outcome for previously reported events: pelvic pain, menorrhagia (heavy menstrual bleeding) were updated to recovered / resolved. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. A50511) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included bartholin's cyst removal and polycystic ovarian syndrome. Concurrent conditions included seasonal allergic rhinitis, abdominal pain lower, ache, adenomyosis, hyperplasia endometrial, cervicitis and endocervical squamous metaplasia. Concomitant products included medroxyprogesterone until (B)(6) 2015 for bleeding genital and dienogest;estradiol valerate (natazia) from (B)(6) 2013 for contraception. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (hysterectomy with bilateral salpingectomy, tubal ligation, cystoscopy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: insertion date discrepancy noted: (B)(6)-2012, (B)(6)-2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)-2013: essure device was successfully occluded. A normal uterine contour was seen.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical record: menorrhagia, pelvic pain in female, depression, anxiety, abnormal bleeding. Most recent follow-up information incorporated above includes: on (B)(6)-2019: pfs and mr received. Case is incident. Lot number added. The previously reported event is replaced with other events: pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), physical pain/ pain/ pelvic area, depression, mental anguish were added. Essure insertion date updated. Medical history, concomitant drugs were added. Reporter information updated. Patient demographics added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.